Event description:
It was reported that the patient was not being ventilated correctly. Alarms for high respiratory rate and low expiratory minute volume were generated. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the patient was not being ventilated correctly. Alarms for high respiratory rate and low expiratory minute volume were generated. The expiratory cassette was reseated after an expiratory disconnect alarm. After the same issue occurred again, the ventilator was replaced with another. It was later learned that no parts were replaced and that the ventilator was placed aside until investigation is complete. No other information has been obtained from the customer. The evaluation of received device logs shows that a new expiratory cassetter was installed on (B)(6) 2021, and that a pre-use check passed the same day. When ventilation was started on (B)(6), an expiratory cassette disconnected alarm was immediately generated followed by the reported alarms. This was repeated two more times the following six minutes followed by two alarms for expiratory cassette error. Although the expiratory cassette was reseated, is it likely that it not was connected properly, or that there was a problem with the expiratory cassette which was the underlying cause of the reported problems. As no faulty part was received for investigation, the root cause could not be determined. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).